Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible ventricular loss of capture and diminished r-waves. It was also reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. It was noted that the patient experienced bradycardia. The leads were inactivated and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.